Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer did not provide more information regarding their high blood glucose. Customer declined to troubleshooting for high blood glucose. Insulin pump will not be returned fro analysis.

Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that they visited emergency room on (B)(6) 2020 at 6 pm due to high blood glucose of 490 mg/dl. The customer experienced the dehydration and ketones. The customer was treated with the intravenous drip. The customer declined high blood glucose troubleshooting.